Event description:
Revision surgery performed after three dissociations of liner from femoral head. Revision surgery found cold flow of polyethylene over constraining ring. Note: pt has parkinson's disease.